Event description:
On 2/2/92 during flushing of the catheter with normal saline after infusion of chemotherapy the flush leaked around the hub. The hub was tightened and flushing continued utilizing a 10cc syring with a 20ga needle. During flushing the hub of the proximal line of the groshong catheter broke off the needle shaft examination of the device revealed it to be clean break of the metal needle device at the junction with the winged plastic hub. Catheter immediately repaired by surgeon.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, hub. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.